Event description:
It was reported that a keepsafe fall monitor 8350 had power but no alarm sound and no battery door. It was reported that there was no visual damage to the alarm. They are returning the sensor pad as part of one complete product however, no information provided on the condition of the sensor pad.

Manufacturer narrative:
Evaluation results: (other) - there is intermittent power on the alarm due to the battery connectors are loose. The battery door is missing. The sensor pad shows evidence of having been folded however, it functions fine. Conclusions: no conclusions can be drawn.